Manufacturer narrative:
Initial and final MDR 1892754 - MDR 3003442380-2024-09667 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set was fell off during use on (B)(4) 2024 and on (B)(6) 2024. The infusion set was in use for 1.5 days in both events. No further information available.